Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and hemostatic agent dual applicator device was used. The white tip could not be removed from the applicator. The staff attempted removal for approximately 15 minutes but were unsuccessful, after which a new product was opened. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4 UDI number: UDI/gtin unavailable as this device is from a kit. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Was a sales representative present during the case when the issue was experienced? No 2. Are there pictures of the damaged device available? No the following information was requested, but unavailable: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Unknown 2. How many times have they applied the laparoscopic tip? Unknown 3. Was any leakage or product solution observed at the luer locks connection? Unknown 4. Were there any unexpected outcomes or complications as a result of the event? Unknown. Additional information: d4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: 3658664 and 3657093 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.